Manufacturer narrative:
The explanted electrode will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited functional undersensing of fine ventricular fibrillation (vf) due to the polymorphic rhythm of high and low amplitudes. This resulted in a delay of shock therapy. The first two shocks delivered were ineffective in restoring normal sinus rhythm. The third shock was effective in converting the vf. An x-ray confirmed that the system is no longer optimally positioned. The electrode appears to be high and there is a new layer of adipose tissue between the system and the facial plane suggesting a change in patient weight. Additional information received indicates that surgical intervention was performed, and the system was explanted and replaced. It was noted that the suture sleeve of the electrode was free floating in the pocket. It was suspected that absorbable sutures were inadvertently used during the implant procedure.